Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 543 mg/dl at the time of incident. The current blood glucose level is 367 mg/dl. The customer also reported other blood glucose level such as in the range of 543 mg/dl to 244 mg/dl. The customer treated high blood glucose with insulin pump. The customer was reported symptoms such as dry mouth. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.